Manufacturer narrative:
Continuation of d10: product ID 3889 lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient came in for replacement of end of service implantable neurostimulator (ins). The lead was partially broke up. A fragment of lead stayed inside the ins during the surgery. The surgeon tried to connect the new ins and screw it even though one pole was no longer there. The surgeon wanted to see if lead was still ok. The old ins will be returned. It was unknown if the new ins works yet.